Event description:
It was reported that the right ventricular (rv) lead had a lead warning due to low impedance. Trend data showed a polarization change had occurred. The lead was reprogrammed to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5554 implantable pacing lead (B)(6) 2011. (B)(4).